Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
On or about (B)(6) 2009 an elevate graft and another MFR's product were implanted in the plaintiff to treat her cystocele, rectocele and stress urinary incontinence. The plaintiff's attorney alleged on or about (B)(6) 2010 the plaintiff "was diagnosed with vaginal eroded mesh and underwent a vaginal mesh excision." It was also alleged the plaintiff "suffered from, among other things, erosion and extrusion of the mesh, causing severe persistent pain, nerve damage, dyspareunia, vaginal bleeding" and other damages. The plaintiff has also "suffered and continues to suffer multiple, severe and painful physical and emotional injuries, including surgical procedures and painful scarring."